Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: physical damage to the pump. No further details. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector causing electrical short not allowing unit to turn on or access to download. Unit also receive with cracked case (battery tube), cracked battery tube threads, cracked keypad at select button, missing serial number label, missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. In conclusion, unit came in with blank display due to corroded electronic assemblies. Customer concerns were confirmed during visual inspection when cracked case (battery tube), cracked battery tube threads, cracked keypad at select button, missing serial number label, missing retainer, broken reservoir tube lip and missing reservoir tube o-ring were noted. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump was damaged. No harm was required during medical intervention. The device was returned for analysis.